Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number 2015691-2026-16649 and 2015691-2026-16652 for re-do mvr and re-do avr procedure information involving this patient.

Event description:
It was reported a 23mm 3300tfx aortic valve was implanted and the valve clotted. The patient expired on pod # 0.